Event description:
Caller reported a malfunction on pump prior to any notable events occurring. There was no adverse impact to customer¿s blood glucose level. Customer was assisted by technical support in resetting pump, the malfunction code did not recur afterwards, and customer was instructed to continue using pump and call back if issue recurred.